Event description:
Reportedly, this very young male patient experienced av block soon after a 25mm mitral pericardial valve was implanted in the tricuspid position. A permanent pacemaker was implanted. The surgeon commented that this was necessary due to the fact that the tricuspid implant procedure had been very long and complex and had developed conduction disturbances to the patient. The mitral pericardial valve remains implanted in the tricuspid position.

Manufacturer narrative:
Method: device not returned. This valve was not returned for evaluation because it remains implanted in the patient. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The valve-in-valve intervention for stenosis was previously reported on MDR# 2015691-2015-00625. This report is to cover the heart block experienced shortly after implant of the pericardial valve. Conclusion: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, a temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. The reason for post-operative av block after surgical valve replacement is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the tricuspid valvular complex and the atrioventricular node explains the possible development of conduction abnormalities following prosthetic tricuspid valve procedures. It is to be noted that a mitral pericardial valve had been implanted in the tricuspid position. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.